Event description:
At shift change, resident was in her personal hydrolic lift chair with her feet reclined. Chair control was noted in her hands. At 3:30 pm resident was found on floor by cna. Hydrolic lift chair was in full upright extended position. Nurse was notifed of findings and summoned to room at which time they assessed and treated resident. Resident was found to have a 2 in laceration on forehead, 2 in skin tear in left elbow. Resident's broken sun glasses were on the floor under her head. Resident was complaining of pain of left arm and both hips and knees. There was noted a 3 cm discolored area on the back of the left hand. Physician called. Orders received to send to hosp ER. Dr stated that the resident was too fragile to undergo surgery and that the bilateral femoral fracture was splinted and that the family requested the resident be returned to nursing home. Resident was in route to the facility, ambulance personnel noted foam coming from resident's mouth and resident died before the ambulance could get back to hosp.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.